Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient - born with heart block and heart failure - underwent brain surgery with complications, developing a fever during the night. For patient stabilization, the device was programmed to a ventricular-only pacing mode at 140 beats per minute (vvi 140.) The patient's condition worsened in the morning and as the device was being reprogrammed from vvi 140 to vvi 150, a sudden loss of capture occurred; the patient had an escape rhythm of about 50 beats per minute. Reanimation was performed, but the patient expired.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : subsequently the device was returned and analyzed with no anomalies found.